Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in the hospital due to physical discomfort, the right ventricular lead exhibited decreased sensing. X-ray revealed the lead was in the right position. Programming change was made. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.9 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.